Event description:
It was reported that the lead was explanted and replaced due to noise on the pace/ sense channel of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 11.3 to 11.7cm from the connector pin, and at 28.1 to 28.4cm from the distal end, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.